Event description:
It was reported that patient underwent a total knee procedure on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013 due to loosening of the femoral component. The femoral component, tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."